Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for evaluation. One electronic photo was provided for review. The investigation is confirmed for the reported deformation issue as a kink was noted on both the extension legs near the clamping area. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 11/2023), g3, h6 (method). H11: e1, h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post dialysis catheter placement, the proximal extension of the catheter allegedly kinked. It was further reported that, the health care provider instructed to change the clamp. There was no reported patient injury.

Event description:
It was reported that sometime post dialysis catheter placement, the proximal extension of the catheter allegedly kinked, where it's needed to clamp it and health care provider instructed to change the clamp. It was further reported that surgical intervention was required. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Expiration date: 11/2023.